Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt). The reason for call was patient mentioned they need to get an MRI and they wanted to know if it's safe. Patient mentioned that all their equipment is dead. Patient mentioned they get frustrated charging their implantable neurostimulator (ins). Patient stated that it takes 2 hours to charge the ins and the controller battery goes down to 70% quickly. Patient charged the controller and saw no device found. Patient will continue charging the controller and call back to charge the ins and to check MRI eligibility. Upon further review, patient mentioned that they have been having issue charging quite while back. Additional information was received from the patient (pt). They reported that when they charge the controller to 100% then go to charge body [implantable neurostimulator (ins)], it depletes. The pt stated the need another MRI but it is impossible because they need the controller in MRI mode and can't get that with less than 100%. The pt has a future appointment with healthcare provider (hcp) and is planning to remove device. The steps that will be taken to resolve this issue are that the pt is getting the "controller body battery removed." The issue will not be resolved till they meet with hcp.